Manufacturer narrative:
A partial lead with the distal end measuring 48.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the right ventricular lead exhibited lead fracture. The patient presented on (B)(6) 2018 for lead revision. The lead was explanted and replaced. The patient was stable post procedure.